Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line). The patient line became disconnected while the patient was sleeping. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Additional information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was not confirmed and the cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.